Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer's insertion site became filled with pus while wearing the pod between 24 and 36 hours. While at a routine visit with her doctor, the mother asked for the site to be looked at. The patient was prescribed an antibiotic, no diagnosis was given. The pod was discarded.